Manufacturer narrative:
The curved bipolar dissector instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wire was not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. Components adjacent to the damaged wire insulation do not show damage. An energy delivery test was performed and arcing and smoking were observed. The failure analysis engineer manager reviewed the videos the previous failure analysis member took and stated the following: "I looked at the videos and I would not consider those to be examples of arcing. There are intermittent sparks seen between the jaws when she is energizing the instrument. The jaws are the intended area of energy delivery. The sparks may be due to the generator settings or not having sufficient material between the jaws during energy delivery. I don¿t see smoking or sparks coming from any area outside the jaws, which I would consider to be arcing. Arcing should be synonymous with energy delivery in an unintended location. For example, if the yaw pulleys started smoking/sparking while energy was delivered, that would be considered arcing."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing there was burnt plastic regarding the curved bipolar dissector instrument. The procedure was completed.